Event description:
It was reported that during the use of the device a "high pressure" alarm went off. No anomaly was found in the cassette tubing or the clamp. The patient made three times of attempts to administer medical fluid, but this alarm was issued. However, priming was successfully performed. No patient injury was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated.h10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all labels were intact and there was no physical damage upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as the occlusion level of the downstream occlusion (dso) sensor was within the standard, no fault was found. Root cause of the reported issue is unknown and could not be determined as the reported event was not reproducible. Preventively replaced the downstream occlusion sensor and recalibrated the upstream occlusion sensor. The product is beyond 8 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.